Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00598. The device was not returned.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 3max reperfusion catheter (3maxc) and a penumbra system 3max separator (3maxs). During the procedure, the physician placed a non-penumbra shuttle guiding sheath in the internal carotid artery (ica). The physician then advanced the 3maxc into a penumbra system ace 68 reperfusion catheter (ace68) outside the patient¿s body. After advancing a non-penumbra guidewire into the patient¿s body through the 3maxc, it was confirmed that the torque was not transmitted well with the guidewire. Therefore, the physician switched to a new guidewire; however, the same issue was observed. It was also reported that the 3maxs would not advance through the 3maxc; therefore, the 3maxs and 3maxc were removed. The procedure was completed using a new 3maxc, the same guidewire and ace68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-00596.